Event description:
Customer alleged rollator broke in half while he was walking outside with it. Reorder & RMA: (B)(4). Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6) who weighs (B)(6). The consumers preexisting medical condition is stated as muscle weakness and schizophrenia. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer was using the unit outside when it allegedly broke in half. He fell and hurt his hip. No medical intervention allegedly sought. RMA (B)(4) has been initiated for this issue. The product is to be returned for an evaluation.